Event description:
It was reported that programmer interrogation of this pacemaker system was unsuccessful. Technical services (ts) discussed troubleshooting options, including optimal wand placement. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated.